Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation found a separate malfunction: the connector was corroded. Based on the results of the investigation, the issue is attributed to degradation of the connector, however, a definitive root cause could not be established. It is likely the following led to the malfunction: noise image due to corroded plug unit. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying a noisy image. It was not indicated nor known during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.